Event description:
An alarm issue was reported with the adc device in use with iphone11 pro with ios version 16.6, app version 2816120. The low glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced sweating, shaking, and had loss of consciousness. Customer was unable to self-treat, requiring treatment with unspecified sugary drink and glucagon injection (im) provided by spouse. It was also reported the customer was seen at a hospital; however, there were no reports of the customer receiving treatment by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low glucose alarms with the freestyle librelink application. Attempted to replicate the user¿s complaint using application iphone 11 pro (ios 16.6.1, 2.8.1.6120). The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone11 pro with ios version 16.6. The low glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced sweating, shaking, and had loss of consciousness. Customer was unable to self-treat, requiring treatment with unspecified sugary drink and glucagon injection (im) provided by spouse. It was also reported the customer was seen at a hospital; however, there were no reports of the customer receiving treatment by a healthcare professional. There was no report of death or permanent impairment associated with this event.